Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and found trace damage/pad lifting on a transformer on the pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, a critical error 11 was observed in the error log.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72" and "defib fault 76," messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.